Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "did any pieces fall into the patient?--yes, the piece of the not returned device fell into the patient, and another returned device did not. If yes, were they retrieved?---yes, quickly retrieved." A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy surgery, after inserting device into the trocar, it was noted that the device was broken. Changed to another device to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There was no patient consequence reported.